Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event that the receiver ceased to function was confirmed.